Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside light guide tube and the suction cylinder was clogged. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found scope connector was dented and scratched and had fluid inside; light guide tube buckled, scratched; control body was missing a color ring, scope cover logo; insertion tube had cuts and was scratched; bending section cover glue was cracked; light guide lens was cracked, chipped and the glue was worn; objective lens chipped and the glue was worn; distal end plastic cover has dents and scratched; forceps passage had scratched and was peeling; switch 1 and switch 2 had cuts; labels were not properly affixed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Correction to h6 (added component code for the reportable malfunction found during evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the adherence/clogging of the material was confirmed in the suction channel and suction cylinder. There was no physical damage found in the suction channel or cylinder that would have caused difficulty during user reprocessing. The foreign material at the suction cylinder was not identified. Based on reported event, it was determined possible the material could be part of a brush. The foreign material at the suction channel was not identified. The cause of the foreign material was not established for either area of the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ . Olympus will continue to monitor field performance for this device.